Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were not responding, numbers were not ramping on its own and scroll bar was not moving up and down with no input. Customer also received blank display, but display return after restart. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case, serial number label missing, and cracked keypad overlay. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due or verify keypad unresponsive/button error alarm due to display anomaly.